Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 145 mg/dl at the time of incident. The insulin pump also received no delivery alarm. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and low battery alert noted.